Event description:
It was reported that during the initial implant of the patient's vns lead and generator, electrocautery was used that resulted in a pulse disabled condition on the new generator. Diagnostics also indicated high impedance. Generator diagnostics were performed on the generator and the same results were confirmed. The generator reportedly did not indicate end of service or a pulse disabled condition prior to implant. A back-up generator was implanted that showed normal diagnostics. Attempts for the return of the disabled generator and test resistor used during the generator diagnostics have been made however they have reportedly been discarded. Attempts for programming history are in progress.

Event description:
Attempts for additional programming history have been unsuccessful to date.

Event description:
The explanted generator was received by the manufacturer and underwent analysis. Analysis confirmed the pulse disabled condition as-received. Once the output was re-enabled, the generator was subjected to electrical testing and performed according to specifications. Review of the generator source code revealed the stored impedance value was likely the residual value from initial manufacturing (>10,000ohms). In addition there was no change in impedance observed from the date of surgery. Though the data from the handheld computer that was used during the initial implant surgery has not been received to date, this stored impedance value suggests that a diagnostic test was not completed during the surgery. Though it was confirmed through analysis that the pulse was disabled, likely a result of the generator being in the vicinity of electrosurgical equipment prior to implant.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Initial report inadvertently indicated that the suspect medical device had been discarded however the information received was erroneous since the generator has been received by the manufacturer. Initial report inadvertently indicated conclusion code "70" for "device discarded unable to follow up" however the information received was erroneous since the generator has been received by the manufacturer.

Event description:
Additional programming history was received confirming the pulse disabled condition being present the date of surgery. A self-check of the generator on the date prior to surgery showed normal battery voltage however on the date of surgery, the battery voltage had dropped to 1.826 volts as measured by a system diagnostics test during surgery. This further suggests that electrocautery likely damaged the generator resulting in the pulse disabled condition. Due to the pulse disabled condition, the generator does not take a new measurement of the impedance value resulting in the continued observation of the high impedance value. The impedance value never changed from the value used during manufacturing.